Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device was returned with the needle release button, due to this condition, it is not possible to determine if the needle button had inadvertently retracted/released during use.

Event description:
The patient reported he experienced a vgo where he pushed down the needle button and a few seconds later the button popped back up. The patient stated he tried to push the needle button back in but it was locked.